Event description:
Boston scientific received information that during induction testing following the implant of this implantable cardioverter defibrillator (ICD), a normal shock on the t wave was given and a telemetry issue arose. Telemetry was re-established, and a shock was delivered again inducing ventricular fibrillation (vf). A 14 joule shock was administered and did not convert the ryhthm, however instead of delivering a 21 joule shock, the device delivered eight anti-tachycardia pacing beats, followed by a one joule shock, another unsuccessful 14 joule shock, and finally a 21 joule shock which converted the induced vf. Technical services discussed the episode and determined this is likely a radio frequency issue, and not a device issue. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.